Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced an infection at the implantable pulse generator (ipg) site post permanent implant procedure. Patient was given antibiotics which helped in clearing up the infection and the issue has been resolved. Patient is stable.